Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported the patient had forgotten to charge their implantable neurostimulator (ins) and the battery ran out. The ins reportedly experienced a confirmed overdischarge and it was noted that two previous overdischarges of the ins had occurred. After the ins was recharged on the third try on (B)(6) 2016, it was noted that while the recharger would show the ins was fully charged, the ins would turn off by itself after having been on for only 20 minutes. There were no patient symptoms related to the event. The patient's ins was replaced on (B)(6) 2016 as a result of the event and the patient was "feeling well" as of 2016-sep-12.

Manufacturer narrative:
Analysis determined the ins was at reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.